Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient experienced a decrease in therapeutic effects. No environmental/external/patient factors that might have led or contributed to the issue were reported. The hcp reported that they attempted to perform an in-office catheter access port (cap) study. However, they were unable to aspirate through the cap. On (B)(6) 2019, the catheter was revised. A new spine segment was placed with the old spine segment as well as some of the pump segment removed. Part of the pump segment was still left in use. The removed catheter would not be returned for legal reasons. The issue was considered resolved at the time of the event. The patient's status was listed as "alive; no injury". No further complications were reported.